Event description:
A biliary stent was placed in the patient's common carotid artery at the origin. This patient was a subject in a carotid stenting study which is sponsored by the reporting facility. As part of the study's protocol, the patient returned for a follow up evaluation six months after the stent was placed. During this evaluation, angiography revealed that the vessel had restenosed at the site of the stent, secondary to stent compression, and that the vessel was subject to increased velocities. The patient remained asymptomatic, but was referred to vascular surgery for stent explantation. The patient was again seen for follow up one year after the date of the original stent implantation, and was, at that time, reported to be doing well.